Event description:
Patient presented a pericardial effusion during the procedure.

Manufacturer narrative:
None of the devices were returned for analysis and review of the device history record was not possible as the lot numbers are unknown. However, the instructions for use (IFU) states that vascular perforation is an inherent risk of the procedure. The cause of the reported pericardial effusion is unknown and the physician does not allege any linkage with the event and the devices, however, we are in the process of following up to obtain any additional information and clarification regarding the event.